Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) provided instructions on how to send the files and have yet to receive the data to analyze. The device model and serial numbers are being requested. At this time, the pacemaker remains in service. No adverse patient effects were reported.